Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va052e4 implanted:(B)(6) 2013, product type: lead. Product ID: 3037, lot# serial# (B)(6), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had stimulation in the wrong location and for the past week the patient felt like her stimulation had changed and was no longer in ¿just one location.¿ it was noted that the patient was feeling stimulation all over her pelvis area and the pulsing sensation was erratic. The reporter stated that stimulation was ¿zinging up¿ near the implantable neurostimulator site. It was noted that the patient had not had any traumas or falls recently and the patient thought that the lead wire had moved because of the stimulation sensation changes she was experiencing. Additional information has been requested but was not available as of the date of this report.